Event description:
Information reported by lfs: six days after the event, a patient called to report that "everything went crazy" in 2002. Patient's results were 6.5, 6.6 and 7mmol/l. On the event date at 4pm, patient went to the doctor's office and their doctor's meter read 26 mmol/l while customer's meter had read 7mmol/l. The exact time of the 7mmol/l was not confirmed. Patient felt "wobbly" with "fluttery eyes" while at the doctor's. After the blood glucose test, the doctor admitted patient directly to the hospital where they stayed for 3 more days. The diagnosis and treatment is unknown. Their regime of 34 units long acting novolin insulin in the morning and 18 units of the same in the evening remained unchanged. Patient never changes the amount of insulin based on meter results. The doctor did increase patient's testing regime from twice a day to four times daily. No information about control solution and test strips have been reported. The patient did not want to answer more questions, reportedly because "I don't want to cause work for anyone or make a big deal about this". Patient was assured that it was important to be certain they were fine. Patient said that they were doing fine and suggested that company speaks to the pharmacist for more answers. No control solution test results on the meter are available, the diagnosis and treatment at the hospital is unknown and dr. Has not changed the patient's daily dose of insulin. Patient does not take insulin based on meter results. Although comparison of customers meter to dr. Meter is not valid, and despite all the missing information, this case is reported since over all it suggests the meter contributed to the hospitalization of customer.